Event description:
It was reported that the patient presented in clinic for follow-up. Interrogation revealed the right ventricular (rv) lead was exhibited noise over-sensing and loss of capture. The rv lead was explanted and replaced. The patient was stable.